Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 24 months and 410 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in one shock delivery. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In addition, the header of the ICD was inspected, revealing no anomalies. Furthermore, the impedance measurement functions of the ICD were tested and the ICD proved to work as expected. The clinical observation was not reproducible. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.

Event description:
It was reported that approx. 25 months after the implantation a premature battery depletion was detected. Out-of-range impedances were also observed. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.